Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the day prior they started experiencing shocking sensation that occurred every 45 seconds for 2 hours and then it stopped. The patient was wondering if the ins battery was depleting. Troubleshooting was not performed as the patient was travelling and had not brought their patient programmer with them. They were redirected to their healthcare provider, they noted they would be returning home on sunday so if it didn't reoccur they would just wait until then to check the implant. Physician listings were sent based upon where they were headed.